Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). After three meaningful attempts to receive any sample for a proper investigation, the customer still not provide it. Due to this fact further processing is not possible. Therefore the complaint is assessed to be not judgeable. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample is available for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
(B)(4). Patient attends the institution change infuser and found the infuser completely full review that does not leave medicine, the infuser is covered must be changed.